Manufacturer narrative:
Device not available.

Event description:
The user facility reported that the weld and door were fractured on the housing. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.